Event description:
Additional specific architect test data was provided: (B)(6) 2017 (serum 1) (B)(6) (B)(4). (B)(6) 2017 (serum 2) (B)(6) (B)(4), retested on a second analyzer (B)(6).

Manufacturer narrative:
Updates to section (additional result data) and (lot number) were made. An investigation of the customer issue included a review of the complaint text, a field data review, a device history review, log review, a search for similar complaints, and a review of labeling. Return material was not available from the customer. An analysis utilizing field data was completed to determine if the median patient values have shifted over time. The analysis concluded that all reagent lots read patient results consistently therefore determined the reagent is performing acceptably. The device history review did not identify any non-conformances or deviations. A log review determined no conclusive information regarding the cause of the complaint issue could be identified. Tracking and trending did not identify an adverse trend. Labeling was reviewed and found to be adequate. Based on the available information no product deficiency of the architect hiv ag/ab combo reagent, list number 4j27, lot number 79193li00, was identified.

Manufacturer narrative:
(B)(4). This report is being filed on an international product, list number 04j27 that has a similar product distributed in the us, list number 02p36. The similar medical device in the us, architect hiv ag/ab combo, ln 02p36, is not intended for screening or transplant. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed a (B)(6) architect hiv ag/ab result for a pregnant patient. (B)(6) treatment was unnecessarily administered to the newborn after delivery. The customer provided the following data: initial (B)(6). The specimen was retested using a confirmatory rapid test which generated a (B)(6) result. A viral load was also run and was (B)(6). The physician ordered administration of (B)(6) treatment to the newborn based on the initial result. There was no adverse impact reported due to the newborn patients having received (B)(6) therapy.